Event description:
It was reported that the pt has been nearly seizure-free since vns implant, but had one return of seizures in (B)(6) 2010. The physician adjusted the pt's vns settings and the seizures resolved. The pt has also been able to discontinue one of her medications with vns. Attempts for further info have been unsuccessful to date.